Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Customer's blood glucose level was 400 mg/dl. Customer also stated that retainer ring was broken and the reservoir was unable to lock in place when inserted into pump. It was unknown whether the customer was using automode at the time of reported event. The pump will be returned for analysis.

Manufacturer narrative:
Device was received with a missing retainer and missing reservoir tube o-ring. Device passed the rewind test, prime or seating test, basic occlusion test and force sensor test. The test reservoir does not lock in place and unable to perform the displacement test and occlusion test due to missing retainer and missing reservoir tube o-ring.